Event description:
According to the reporter, during an open right hemicolectomy procedure last (B)(6), the stapler performed as expected. However, 1 day after procedure, the patient had an intraluminal bleeding that required a blood transfusion. The patient was readmitted to perform colonoscopy 11 days post operatively, (B)(6), which identified bleeding at the anastomosis and diathermy was used to stop the bleeding. There was blood loss of 500cc or more due to the product problem. There will be an additional operation performed to correct the issue. Patient status: alive - no injury